Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced loss of contact, oversensing and undersensing. It was further noted the icm reached end of service (eos). The icm was explanted prior to interrogation. No patient complications have been reported as a result of this event.